Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, there was slight resistance when the balloon catheter was inserted into the sheath. At that moment, air ingress was suspected. Coronary arteriography was performed, and no air was observed under fluoroscopy. The case was completed with cryo. Two days post procedure, there was no issue with the patient's status. No further patient complications have been reported as a result of this event.